Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Review of radiographic images appear to display disassembled anterior cervical plate.

Event description:
It was reported that the patient presented with cervical stenosis underwent c4-5 corpectomy and c6-7 anterior cervical discectomy with fusion. On (B)(6) 2017, post -op, the plate came apart. No patient complications were reported for this event.

Manufacturer narrative:
Image review: c3-7 anterior cervical discectomy and fusion post-op x-rays show fracture of the translational plate at the motionable segment. Interbody grafts are present at c3-4, c5-6 and c6-7. C4-5 is not instrumented and no fusion is expected to have occurred. This segment is still mobile, eventual deconstruct fracture is the expected result. Root cause: surgical technique. If information is provided in the future, a supplemental report will be issued.